Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, when attempting to test the ICD alert function to the patient, the vibratory alert function did not work. Troubleshooting was performed but the patient notifier still would not work. The patient received a remote monitoring device. Device remains implanted. Patient's condition was stable.